Event description:
The customer reported the ventilator was alarming during service mode due to a pressure sensors failure. The customer reported the device was not in use on a patient. During normal ventilation operation, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The hospital bio-medical engineer inspected the unit and reseated the data acquisition to mc cable and the reported problem was corrected. Per bio-med the unit passed applicable testing.

Manufacturer narrative:
Customer performed own repair.